Manufacturer narrative:
Hamilton medical ag case number: (B)(4).

Event description:
It was reported to hamilton medical ag: flow sensor calibration failed during pre-operational check. No patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number: cer (B)(4). The root cause was attributed to a defective pressure sensor assembly. The correction consisted in the exchange of the pressure sensor assembly.

Event description:
It was reported to hamilton medical ag: flow sensor calibration failed during pre-operational check. No patient harm reported.